Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was randomly rebooted during the timeframe of the event. Customer requested the manufacturer to investigate further about the root cause and a technical support specialist confirmed that there was no scheduled or unscheduled reboot occurred, the issue did not reoccur. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a spinning icon on the screen for 20 minutes, preventing user access to medications in the emergency room. Customer stated that there was no impact to patient care as the patients were transferred to another area and confirmed that no patient harm was reported. The customer added that the key for the drug room was in the station, and they did not have access to the drug room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jul-2022 to 01- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hhper was not accessible for about 20 min. A technical support specialist confirmed that it was a random reboot and closed the ticket as per customer no further investigation required. The system was functional as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a spinning icon on the screen for 20 minutes, preventing user access to medications in the emergency room. Customer stated that there was no impact to patient care as the patients were transferred to another area and confirmed that no patient harm was reported. The customer added that the key for the drug room was in the station, and they did not have access to the drug room. There were no adverse events or injuries reported based on this event.